Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated no response from any of the buttons in the insulin pump. There was no stuck button alarm received. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. A review of the pump history file reveals that the pump experienced two (2) pump error 63 alarms due to a problem with the twi interface or with ad5161 chip and three (3) stuck button alarms, listed below: (B)(6) 2024 10:59:33 hardwareerroralarm (63) (B)(6) variableinfo: 15 (B)(6) 2024 10:59:56 hardwareerroralarm (63) (B)(6) variableinfo: 15 (B)(6) 2024 10:47:54 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) (B)(6) 2024 10:54:57 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) (B)(6) 2024 11:08:34 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) the pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex cable tail, motor, force sensor, and inside the battery tube. No moisture damage was found on the keypad dome switch layer and keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error 63 alarms are confirmed due to moisture damage on the electronics. Stuck button alarms are confirmed due to moisture damage on the electronics and keypad flex cable/tail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The follow-up-1 report was submitted with the incorrect aware date. The correct aware date is 13-feb-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The aware date was changed to 13-feb-2024.